Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by the patient contact that their liberty select cycler has been noisy for an unknown number of nights. The patient contact also noted that there were sparks coming from the power cord slot that has occurred a few nights. The patient contact unplugged the cycler and plugged the cycler back and sparks occurred. Additional information requested but has not been obtained.

Event description:
It was reported by the patient contact that their liberty select cycler has been noisy for an unknown number of nights. The patient contact also noted that there were sparks coming from the power cord slot that has occurred a few nights. The patient contact unplugged the cycler and plugged the cycler back and sparks occurred. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Catch post hipot test passed. Patient post hipot test passed. Current leakage test passed. Voltage verification check passed. Pre-accelerated stress test (ast) 15 mins 1000ml simulated treatment was performed without any failures or problems. The accelerated stress 3 hours¿ test passed. The sound (noise) emitted from the cycler during the accelerated stress test treatment was normal. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by the patient contact that their liberty select cycler has been noisy for an unknown number of nights. The patient contact also noted that there were sparks coming from the power cord slot that has occurred a few nights. The patient contact unplugged the cycler and plugged the cycler back and sparks occurred. Additional information requested but has not been obtained.